Event description:
It was reported that during implantation of this ICD, a high lv impedance (over 2500 ohms) was seen. After unscrewing the lead from the device, they measured right impedances with the anlyzer. When connecting again the lead to the device, the measurment was out of range so it was decided to change the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection of thedevice found damage to the grommets.